Event description:
Event description guidant received information that this implantable cardioverter defibrilllator (ICD) was found in safety/fallback mode during a routine device check. The device emits tones with magnet application. The patient had surgery approximately two weeks prior to the device check and noted that the device had been beeping once a day since the surgery. The patient has not received radiation therapy or had an MRI. The device was explanted, replaced and returned to guidant for analysis.